Event description:
It was reported that this was a closure of an unspecified access site using proglide devices relative to an unspecified procedure. Reportedly, a suture break/fray occurred with three proglide devices. Manual compression or an additional closure device was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.